Event description:
The customer reported that the system displayed potentiometer errors and intermittent communication errors. This may result in a system lock up, no boot, or shut down. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
No conclusion can be drawn as repair info was not reported.